Manufacturer narrative:
(B)(4). Event evaluation: a review of drawing specifications, manufacturing instructions (mi), quality control (qc), dimensional verification and a visual inspection of the returned devices were conducted during the investigation. A visual inspection of the one, returned used and one, unused device revealed that both devices were within specified tolerance (+0, -5mm) for length. Inspection of the used device revealed significant tip damage with an irregular endhole and an angled, cut slit which was slightly more than 1mm in length into the sheath. No tip appears to be missing as the tapered end of the sheath for smooth transition was still evident (dilator not returned so smooth transition could not be verified). Without further information about the event, no conclusion can be drawn for the cause of this complaint. Based on the quality engineering risk assessment performed, no additional actions are required at this time. The appropriate internal personnel will be notified and we will continue to monitor for similar complaints.

Event description:
During a retrograde distal sfa puncture behind the knee joint procedure on a male patient, when the sheath was pulled out, the physician found that the 5.5cm sheath was shortened by 3mm with irregular tip and the tip of the sheath was missing. The physician proceeded checking under x-ray and CT and confirmed the missing tip is not inside patient's body. The complainant has not reported any adverse effects on the patient due to this occurrence.

Event description:
During a retrograde distal sfa puncture behind the knee joint procedure on a male pt, when the sheath was pulled out, the physician found that the 5.5 cm sheath was shortened by 3mm with irregular tip and the tip of the sheath was missing. The physician proceeded checking under x-ray and CT and confirmed the missing tip is not inside pt's body. The complainant has not reported any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.